Event description:
It was reported that prior to starting a da vinci surgical procedure, the pk dissecting forceps instrument was not recognized by the system. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on an in-house system and passed recognition and engagement testing. Additional observations not reported were one conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity testing was performed and failed. The yaw pulley showed no signs of arcing. The yaw pulley was missing a piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the missing piece of yaw pulley found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.